Event description:
It was reported that the right ventricular lead impedance was high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the distal segment of the lead was returned. Analysis of the lead revealed the defibrillator conductor was fractured and distorted. There was blood/body fluid in the outer tubing overlay. The inner tubing was kinked/buckled and the outer tubing overlay was melted. The outer insulation was torn. The exposed defibrillator coil had a white substance on it. There was blood in/on the helix/lobe mechanism. The lead was stretched.